Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (manufacturer representative (rep)regarding a patient who was implanted with a neurostimulator for unknown indications. It was reported that the patient was getting the settings not available message. The rep met with the patient and ran electrode impedances. It was found that contact 4 had a red x next to it. The rep then stated that the patient was on contacts 4,5,6,7 so she moved the patient to 12,13,14,15; the rep did not know that they needed to change the patient¿s reference from 0 to the contacts being used. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that through communicating with the ins using the tablet and app, the rep did an impedance check on the patient which revealed that contact 4 was out and had a red x. The rep was unsure as to why the contact was out but to resolve the programming issue, they used the good contacts for programming which gave the patient good relief. No further complications were reported.